Manufacturer narrative:
Philips service replaced fdcsib, restored software, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that fdcsib failure caused system shutdown during use on a azurion 5m20. The clinical use of the system was in use. There was no reported patient or user harm.